Event description:
The device was used during a colectomy. Reportedly, the seal holder broke. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.